Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (load step malfunction) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: there was no evidence of a load step malfunction. No load step malfunction occurred during investigation. Pump complete rewind and load correctly. Loaded and primed pump to 100 units. Rewound and loaded pump, pump loaded to 100 units. The force sensor calibration reading was in specifications. Opened pump and removed from case. No internal defects found. There was no defect found.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.